Event description:
Allegedly patient began having buttock discomfort in 2007. No abnormality on x-ray, no noise and no trauma. Skin tests negative for metal allergy. Right buttock mass developed one month later and was drained twice. About 2 months later, underwent exploration of right hip with drainage of fluid. All fluid analysis still negative, but acute synovitis noted. No components changed. Mass resolved temporarily and recurred in 2008. One month later, underwent revision r tha. Cup was easily removed and there was no bony in-growth. Synovitis still present. Patient was converted to metal on poly.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00037, 00038.